Manufacturer narrative:
Additional information: an attempt was made to inflate the device, at the lesion. However, inflation difficulties were encountered. An attempt was then made to remove the device, however, during attempted removal the stent came off of the delivery system. Evaluation summary: the dislodged stent did not return for analysis. The balloon folds were open and residue was present inside the balloon indicating that the device had previously been inflated. There was deformation to the distal tip. The device was placed in the waterbath to disperse the residue in the inflation lumen/balloon. On removal from the waterbath, negative prep was performed with no issues noted. The balloon was successfully inflated to nominal pressure (9atm) and maintained pressure.

Manufacturer narrative:
(B)(4).

Event description:
The physician was using one endeavor resolute rx drug eluting stent to treat a narrow lesion on the branch of left coronary artery, 90% stenosis, severe tortuosity and calcification. It is reported that the lesion was timeworn, hard and stenosed. The endeavor resolute drug-eluting stent was inspected, no issues noted. No difficulty removing the protective sheath. Stent was inspected post sheath removal, no issues reported. The lesion was pre-dilated, 85% stenosis left after pre-dilation. Inflation device remained on neutral pressure during delivery of the device. Device did not pass through a previously deployed stent or cell of a stent. Resistance was noted when advancing the device due to the narrow calcifies lesion, but no excessive force was used. It was reported that during the procedure, the stent became dislodged from the balloon due to severe calcification and lesion stenosis. Dislodgement occurred during positioning of the device. The physician removed the dislodged stent using the guidewire; the operation was extended for 30 minutes. The physician used a new stent to complete the procedure without further complication. No patient injury was reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.